Manufacturer narrative:
Investigation summary: customer reports damage bactec vials labels. Photo were provided. Double/multiple and missing vial label were observed. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch history record review did not identify any evidence for which the customer submitted the complaint. A technical assessment was performed by the engineering department to determine if the labeler had mechanical issues and/or breakdowns during the labeling process of aforementioned batch. Investigation revealed that preventive maintenance to the machine was completed on time as scheduled. Upon evaluation of breakdowns / incidents reports there were no double/missing vial label problems reported on that date. After evaluating the production reports several jams were reported. There are controls in place to remove this type of defects. These types of issues related with bottles jams are resolved during the labeling process. Complaint is confirmed based on photo sent by the customer. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Do not use any vial showing evidence of contamination. Prior to use, the user should examine the vials for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. "This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483."

Event description:
It was reported prior to using bd bactec¿ plus anaerobic/f culture vials (plastic), a bottle had two different labels attached to it. There was no report of patient impact.